Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 07/19/2016. The device has not been returned. Without the device or device serial number, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. This event was captured in a literature article published in march 2015. Follow up has been conducted with one of the authors to obtain additional information such as implanting/explanting physician, device serial number, and to verify if the device could be returned for analysis. To date, apollo has not been able to obtain further information. Device labeling addresses the reported events as follow: precautions: patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Esophageal distension or dilatation has been infrequently reported. This is most likely a consequence of incorrect band placement, over-restriction or stoma obstruction. It can also be due to excessive vomiting or patient noncompliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to reposition or remove the band if deflation does not resolve the dilatation. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band® system.

Event description:
Reported event from journal article titled: "left atrial compression after laparoscopic gastric banding." [Patient] was referred for "cardiac assessment to rule out endocarditis. [Patient] reported 1-week history of fevers, nausea, vomiting, and productive cough." Patient was diagnosed with left lower lobe pneumonia and gram-positive bacteremia. A computed tomographic scan revealed a dilated esophagus. [Patient] "symptoms resolved on deflation of the gastric band by her general surgeon." Apollo's approach to compliance is to resolve all doubts in the favor of reporting.